Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's 3-way solenoid valve was replaced to address the issue.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's 3-way solenoid valve was replaced to address the issue. The 3-way solenoid valve was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The 3-way solenoid valve passed all testing and was found to operate as designed.